Event description:
It is reported that the end user was approaching the walker with the paltform attached. She applied her weight to the platform attachment, then the post broke causing her to fall and fracture two ribs.